Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was being admitted to the hospital on (B)(6) 2016. Follow-up with the patient's clinic nurse noted on (B)(6) 2016 the patient developed stomach pains. The patient was sent to the hospital for culture and was admitted and diagnosed with staphylococcus peritonitis. The nurse stated the infection was attributed to a breach in technique and sterility. The patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment or prior to infection. As of (B)(6) 2016 the patient remained hospitalized. The patient was scheduled to have a back-up access catheter placed so the patient could begin back-up hemodialysis treatments. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Patient identifier (in confidence): (B)(6). Medical records were reviewed by post market surveillance staff. Medical records did not contain hospital progress notes, a recent history and physical or medication record for review. According to the medical record, the peritoneal dialysis registered nurse (pdrn) stated the patient¿s peritonitis was most likely due to an untrained staff performing procedures at an extended care facility. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis. According to the ¿ispd guidelines peritoneal dialysis-related infections recommendations 2005 updated,¿ the organism of staphylococcus (coagulase negative) is primarily due to touch contamination. The issue the patient was experienced with disconnecting and reconnecting, as well as confusion over the cap and the pdrn¿s concern about patient/staff contamination, it is very likely that touch contamination is a likely cause for the peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. Medical records verified the patient disconnected himself and manually removed the pin on (B)(6) 2016. In addition, on (B)(6) 2016, the patient admitted to having a urinary tract infection and having problems remembering where to put the new cap on his extension tubing and subsequently confused the drain bag with the fill bag during a manual exchange. According to the pdrn on (B)(6) 2016, the patient reported having stomach pains and was requested to go to the hospital for culture and was formally admitted on (B)(6) 2016 and diagnosed with an episode of staphylococcus peritonitis. Medical records confirmed this.